Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, the customer's insulin delivery was stopped intermittently, however, the customer declined to provide additional information. Customer's blood glucose (bg) level ranged between 180-250mg/dl. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.